Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pump implanted in (B)(6) 2005. On (B)(6) 2011, the pump showed early replacement indicator. It was reported that the pt visited a shopping center on (B)(6) 2011 and the pump showed that it was "not present" when near an electromagnetic field. At midnight, later that night, the pump suddenly showed "reset" and fell to "minimum rate." The critical alarm would sound every 10 mins. The pt suffered from withdrawal symptoms as a result of the events of (B)(6) 2011. The pt's pump was explanted on (B)(6) 2011. The pump was sent for analysis on (B)(6) 2011. The medication that was in the pt's pump at the time the event was reported was baclofen. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.